Event description:
Brushhead broke [device breakage]. No adverse event. Case description: a female consumer reported that while using an oral-b vitality series toothbrush, the oral-b flexisoft brushhead broke. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.